Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported difficulty removing from the vessel could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, moderately calcified, 75% stenosed, posterior descending artery. After the guide wire crossed the lesion the 2.0x12 mm trek rx balloon catheter was advanced and inflated one time for predilatation; however, the balloon ruptured at 8 atmospheres. There was no reported resistance felt during advancement of the balloon catheter to the lesion; however, there was resistance felt during removal of the balloon catheter from the anatomy. The lesion was further dilated with another 2.0x8 mm trek nc balloon catheter and a drug eluting stent was implanted successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.